Event description:
Reporter alleged due to an error message on the advantage system was unable to obtain a blood glucose reading. It was stated that customer was applying blood to the test strip by "top dosing" it with blood; however, the strips are designed to be "side dosed" due to their design and labeling instructions. Reporter stated attempting to test on the system one evening and obtained the error message; however, the morning after the testing attempt, began experiencing hypoglycemic symptoms, so a relative called the ambulance. It was reported the emergency medical techs (emts) obtained a result of 40 mg/dl on their system and treated the reporter with an IV, contents unk before being taken to the hospital. At the hospital, it was stated the reporter believe to have received another IV, medication to treat nausea, oxygen, and maybe insulin however was not sure of any of the doses or specific type of treatments that were received. Reporter indicated her system which was generating the error message originally had been purchased two weeks prior to the incident and the reporter was unable to obtain a reading since it was purchased. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.